Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the overinfusion was not determined. There were no act ions/interventions taken at that time. They were going to continue to monitor the patient and the expected/actual residual volumes. The issue had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the representative was notified on the day of report by the managing doctor that the patient¿s pump was overinfusing. The representative stated the expected reservoir volume was greater than the actual reservoir volume (no volumes given). The representative stated the doctor felt as though that it had been going on for some time. The representative stated the patient did not want a programmable pump at that time. The patient had not complained of any overdose symptoms. No patient complications/symptoms were reported.